Event description:
Reporter alleged blood glucose measured 353, 147, and 198 mg/dl when all tests were performed back to back within a minute apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.